Event description:
Endo-model-m - modular knee prosthesis system; modular stem, cementable: postoperative fracture of the 2 opposite tongues at the stem. (To secure the fixation two opposite tongues at the stems are inserted into the medial and lateral grooves at both the tibial and femoral components). Explantation was required.

Manufacturer narrative:
Review of production and quality system records. Based on a review of the production records, the device met its required specs when it was released to the field. No other complaints have been received involving the production lot of this stem. The subject device is currently being evaluated by link engineers. A supplemental MDR will be provided should the company become aware of add'l info. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the sp ii hip-stem also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.